Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1313604) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained on the right, above the bifurcation via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the technician deflated the balloon, he went to apply fingertip compression to the access site at which time a hematoma (unknown size) was noticed. The technician held manual compression for 10 minutes at which time hemostasis was achieved. A pressure bandage was applied to the access site. The patient was moved upstairs to telemetry and noted to be in a stable condition. The patient was ambulated and discharged to home the following day ((B)(6) 2013) with no clinical sequela noted. The patient's hospitalization was not mynx device/mynx procedure related.